Event description:
It was reported that a patient underwent a revision procedure approximately 5 days post implantation due to loosened screws. Two plates were removed and four plates were placed during the revision procedure. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: ribfix blu scr s/d-lk 2.4x8mm cat# 76-2408 lot#unk qty: 11. Ribfix blu 8 hole straight plt cat#76-2601 lot # unk. G2: japan. Attempts have been made to gather all product identification information and no further information has been provided. The reported event could not be confirmed due to lack of product/information. -no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was not reviewed due to lack of lot identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.